Event description:
It was reported that a cartridge alarm 30 occurred. Customer's blood glucose level was displayed as "high," and a correction bolus was administered via the pump to address it. There was no third-party assistance required, and it was confirmed that the issue did not occur during the load process. The customer had previously reported similar cartridge alarms with the same pump serial number. Technical support (cts) decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure there was no interruption in insulin delivery. The replacement pump would have updated software, and the customer was instructed on how to handle the pump, including placing it in storage mode before returning it for replacement. Cts provided a return box with a pre-paid label and confirmed the shipping address for the new pump, which did not require a signature upon delivery.